Event description:
It was reported that the customer's insulin pump was turning on and off. Customer's blood glucose was 131 mg/dl. The insulin pump was not dropped, bumped, or exposed to moisture. The battery compartment and spring were neither damaged nor corroded. Following insertion of a new battery, the display did not return. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.